Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information: the pump and catheter were received by the manufacturer, no additional information was provided regarding the returned devices.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter, product ID 8711, serial# (B)(4), product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly. (B)(4)

Event description:
It was reported that the patient experienced an underdose. Over the past couple of months the patient experienced hypotension and went to the hospital on (B)(6)-2013 due to an altered mental status and urinary tract infection. The patient was hospitalized from (B)(6)-2013 and also developed a bed sore. The patient did go back to the hospital on (B)(6)-2013 as the wound worsened and was classified as a stage 3 ulcer. The patient was now receiving home healthcare and wound care for the bed sore. Over the past couple of weeks the patient had also become weaker and had more spasms. Reportedly, the weekend of (B)(6)-2013 the patient was yet worse. The patient¿s pump was refilled every 40 days and noted to be malfunctioning. At the recent refill ¿last week¿ the expected volume was 1 cc, however, the physician withdrew 12 cc. The physician also had reported that the medication was granular looking when it was brought back through the needle. Reportedly, ¿they played with it¿ and ended up putting it back with note that the patient was poke a lot. The physician had also tried to access the catheter port but was not successful. Ultimately, the patient did receive a refill but was directed to find another physician for additional diagnostics and surgery. This device system delivered baclofen and the patient also received oral baclofen. The patient was to have back surgery and other issues treated at another hospital. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.